Event description:
The user observed a pco2 po2 ph, check bottles and configurations error message. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.